Event description:
During follow-up, the device was found at eri. The physician suspects premature battery depletion and the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of early battery depletion was not confirmed. The device was received in normal working condition and at elective replacement indicator (eri) voltage level. Analysis of device image indicated a false eri was triggered about five months before the explant date which resulted from transient low battery voltage, consistent with device approaching eri and being operated in automated settings. Electrical test results indicated normal eri pacer functionality. Device was implanted for 10.21 years, which exceeded the projected longevity of 10.04 years, and is considered normal battery depletion.